Event description:
Related manufacturer reference number: 1627487-2022-05638. It was reported the patient experienced pocket heating while recharging therefore has stopped charging. As a result, a new charger may be given to the patient to address the issue. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Date of event is estimated. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Manufacturer narrative:
It was reported to abbott, a patient¿s charger had to be toggled on and off several times before it would start charging. Recently it stopped charging at all. The patient also reported pocket heating while charging. The patient found an alert from anvisa regarding the 2017 eon mini 3788, and the serial number of their device was (B)(6) 2022he patient had not received the replacement charger. The rep was advised the record would be closed and can be re-opened as needed. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, the device history records of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
It was reported to abbott, a patient¿s charger had to be toggled on and off several times before it would start charging. Recently it stopped charging at all. The patient also reported pocket heating while charging. The patient found an alert from anvisa regarding the 2017 eon mini 3788, and the serial number of their device was included in the list of such alert. The patient was sent a replacement charger. As of (B)(6) 2022, the patient had not received the replacement charger. The rep was advised the record would be closed and can be re-opened as needed. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, the device history records of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.